Event description:
It was reported that the system 9800 displayed low ma errors during a procedure. The procedure was completed with delays. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Filament calibration was performed and the low ma errors no longer occurred. The system was tested and found to be working as intended and placed back into service.